Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff/plaintiff's family in united states on 27-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. On or about (B)(6) 2010, the plaintiff contacted her physician to discuss a permanent solution for problems with excessive bleeding. The plaintiff was told by her physician that essure was less invasive and required much less recovery time than a tubal ligation. On or about (B)(6) 2010, the plaintiff had hysterosalpingogram tests. Shortly after her essure procedure, she began to experience severe menstrual pain, severe back pain, pain during intercourse, headaches, irritable bowel syndrome, gastroesophageal reflux disease, autoimmune disorder, rheumatoid arthritis, depression, and severe abdominal pain which resulted in several emergency room visits. As a result of these symptoms, the plaintiff sought medical treatment on several occasions with her healthcare providers. On or about (B)(6) 2014, she saw her doctor and underwent a hysterectomy. The plaintiff continued to experience abdominal pain, back pain, headaches, irritable bowel syndrome, gastroesophageal reflux disease, autoimmune disorder, rheumatoid arthritis and, depression, among other injuries. Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, began to experience severe abdominal pain, autoimmune disorder and rheumatoid arthritis among other events. She underwent a hysterectomy 4 years after insertion. Abdominal pain is listed in the reference safety information for essure, while the other events are unlisted. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature and the close temporal relationship, causality between abdominal pain and essure use cannot be excluded. Regarding autoimmune disorder and rheumatoid arthritis, limited information has been provided; however, given essure's local action in fallopian tubes, causal relationship between these events and suspect insert is very unlikely. Since an intervention was required, this case is regarded as incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('menorrhagia/clotting') in an adult female patient who had essure (batch no. 753647/ 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, gravida ii and parity 2. No masses pelvic exam external genitals p was within normal limits and the uterus is ant everted smooth firm and mobile normal size and lender adnexa bilaterally tender. Previously administered products included for birth control: mirena iud from 2005 to (B)(6) 2011; for an unreported indication: antibiotics. Concurrent conditions included hot flashes, bladder incontinence, malignant neoplasm of cervix uteri, abdominal cramps, smoker, vaginitis, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, nausea, vomiting, upper gastrointestinal tract endoscopy and metrorrhagia. Concomitant products included lorazepam (ativan), ranitidine hydrochloride (ranitidin) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), anxiety ("psychological or psychiatric problems (depression and anxiety "), urinary tract disorder ("bladder or urinary problems or changes "), bladder disorder ("bladder or urinary problems or changes ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (vaginal) as written in pfs"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder/autoimmune as well"), rheumatoid arthritis ("rheumatoid arthritis"), back pain ("severe back pain"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression"), hypertension ("blood or heart disorder/condition: hypertension"), migraine ("migraines / headaches"), abdominal distension ("distended abdomen"), spondylitis ("other injuries or complication (s) (neck and back arthritis."), pelvic pain ("pelvic pain/pelvic cramps"), pain in extremity ("thigh pain "), abdominal pain lower ("lower abdomen pain"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection"), feeling abnormal ("my belle is still a mess"), arthritis ("severe arthritis issue"), inflammation ("so ithink I m really inflammed"), feeling hot ("felt hot to me."), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and dizziness ("she had dizzy spell"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, autoimmune disorder, rheumatoid arthritis, back pain, headache, irritable bowel syndrome, gastrooesophageal reflux disease and depression had not resolved, the menorrhagia, dyspareunia, mood swings, hot flush, vaginal haemorrhage, anxiety, urinary tract disorder, bladder disorder, hypertension, migraine, vaginal discharge, abdominal distension, alopecia, spondylitis, pelvic pain, pain in extremity, abdominal pain lower, nausea, tooth disorder, infection, feeling abnormal, arthritis, inflammation, feeling hot and fatigue outcome was unknown and the dysmenorrhoea, vaginal infection, genital haemorrhage and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthritis, autoimmune disorder, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, infection, inflammation, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, spondylitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain patient received antibiotics, surgical history: lap total hysterectomy with bso , endometrial ablation novasure, leep with ecc, essure tubal sterilization . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones pelvic pain, abdominal pain, dysmenorrhea., vaginal discharge, pain in back, heavy period, menorrhagia, gerd, depression,my belle is still a mess and severe arthritis issue, so I think I m really inflamedwere described/confirmed in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " she had dizzy spell" was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('menorrhagia/clotting') in an adult female patient who had essure (batch no. 753647/ 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, gravida ii and parity 2. No masses pelvic exam external genitals p was within normal limits and the uterus is ant everted smooth firm and mobile normal size and lender adnexa bilaterally tender. Previously administered products included for birth control: mirena iud from 2005 to (B)(6) 2011; for an unreported indication: antibiotics. Concurrent conditions included hot flashes, bladder incontinence, malignant neoplasm of cervix uteri, abdominal cramps, smoker, vaginitis, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, nausea, vomiting, upper gastrointestinal tract endoscopy and metrorrhagia. Concomitant products included lorazepam (ativan), ranitidine hydrochloride (ranitidin) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), anxiety ("psychological or psychiatric problems (depression and anxiety "), urinary tract disorder ("bladder or urinary problems or changes "), bladder disorder ("bladder or urinary problems or changes ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (vaginal) as written in pfs"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder/autoimmune as well"), rheumatoid arthritis ("rheumatoid arthritis"), back pain ("severe back pain"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression"), hypertension ("blood or heart disorder/condition: hypertension"), migraine ("migraines / headaches"), abdominal distension ("distended abdomen/bloating"), spondylitis ("other injuries or complication (s) (neck and back arthritis."), pelvic pain ("pelvic pain/pelvic cramps"), pain in extremity ("thigh pain "), abdominal pain lower ("lower abdomen pain"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection"), feeling abnormal ("my belle is still a mess"), arthritis ("severe arthritis issue"), inflammation ("so ithink I m really inflammed"), feeling hot ("felt hot to me."), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue"), dizziness ("she had dizzy spell"), arthralgia ("joint pain"), pollakiuria ("peed constantly lot"), swelling ("swollen all over"), increased tendency to bruise ("bruise") and restless legs syndrome ("restless leg") and was found to have weight increased ("gained weight big time"). The patient was treated with surgery (ablation and hsterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, autoimmune disorder, rheumatoid arthritis, back pain, headache, irritable bowel syndrome, gastrooesophageal reflux disease, depression and abdominal distension had not resolved, the menorrhagia, dyspareunia, mood swings, hot flush, vaginal haemorrhage, anxiety, urinary tract disorder, bladder disorder, hypertension, migraine, vaginal discharge, alopecia, spondylitis, pain in extremity, abdominal pain lower, nausea, tooth disorder, infection, feeling abnormal, arthritis, inflammation, feeling hot, fatigue, weight increased, pollakiuria, swelling, increased tendency to bruise and restless legs syndrome outcome was unknown and the dysmenorrhoea, vaginal infection, pelvic pain, genital haemorrhage, dizziness and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, increased tendency to bruise, infection, inflammation, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pollakiuria, restless legs syndrome, rheumatoid arthritis, spondylitis, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: pelvic pain patient received antibiotics, surgical history: lap total hysterectomy with bso , endometrial ablation novasure, leep with ecc, essure tubal sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones pelvic pain, abdominal pain, dysmenorrhea., vaginal discharge, pain in back, heavy period, menorrhagia, gerd, depression,my belle is still a mess and severe arthritis issue, so I think I m really inflamedwere described/confirmed in patient¿s medical records. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased, arthralgia, pollakiuria, swelling, increased tendency to bruise and restless legs syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from duplicate case: (B)(4). Medwatch 3500a MFR number: 2951250-2019-14151. All source document information, reporters, events and reference section was added to this case. Events added: gained weight big time, joint pain, peed constantly lot, swollen all over, bruise and restless leg. Information transferred from duplicate case: (B)(4). Medwatch 3500a MFR number: 2951250-2020-05972. No new clinical significant information was reported. Source document information,and references was added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorder") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure (batch no. 753647, 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital. Previously administered products included for birth control: mirena iud from 2005 to 25-jan-2011. Concomitant products included lorazepam (ativan), ranitidine hydrochloride (ranitidin) and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), anxiety ("psychological or psychiatric problems (depression and anxiety "), urinary tract disorder ("bladder or urinary problems or changes "), bladder disorder ("bladder or urinary problems or changes ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (vaginal) as written in pfs"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression"), hypertension ("blood or heart disorder/condition: hypertension"), migraine ("migraines / headaches"), abdominal distension ("distended abdomen"), spondylitis ("other injuries or complication (s) (neck and back arthritis."), pelvic pain ("pelvic pain "), pain in extremity ("thigh pain "), abdominal pain lower ("lower abdomen pain"), nausea ("nausea") and tooth disorder ("dental problems"). The patient was treated with hysterectomy with bilateral salpingectomy and endometrial ablation. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, autoimmune disorder, rheumatoid arthritis, back pain, headache, irritable bowel syndrome, gastrooesophageal reflux disease and depression had not resolved, the menorrhagia, dyspareunia, mood swings, hot flush, vaginal haemorrhage, anxiety, urinary tract disorder, bladder disorder, hypertension, migraine, vaginal discharge, abdominal distension, alopecia, spondylitis, pelvic pain, pain in extremity, abdominal pain lower, nausea and tooth disorder outcome was unknown and the dysmenorrhoea and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, hot flush, hypertension, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, spondylitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events mood swings, hot flashes, abnormal bleeding (vaginal / menorrhagia), vaginal infection, anxiety, bladder or urinary problems, hypertension, migraines , headaches, nausea, dental problems, vaginal discharge, fatigue, distended abdomen neck and back arthritis are added. Lot number added. Lab data updated. Concomitant and historical conditions and also drugs are added. Product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("menorrhagia/clotting"), autoimmune disorder ("autoimmune disorder/autoimmune as well") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 753647, 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, gravida ii and parity 2. No masses pelvic exam external genitals p was within normal limits and the uterus is ant everted smooth firm and mobile normal size and lender adnexa bilaterally tender. Previously administered products included for birth control: mirena iud from 2005 to 11-(B)(6) 2011; for an unreported indication: antibiotics. Concurrent conditions included hot flashes, bladder incontinence, malignant neoplasm of cervix uteri, abdominal cramps, smoker, vaginitis, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, nausea, vomiting, upper gastrointestinal tract endoscopy and metrorrhagia. Concomitant products included lorazepam (ativan), ranitidine hydrochloride (ranitidin) and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), anxiety ("psychological or psychiatric problems (depression and anxiety "), urinary tract disorder ("bladder or urinary problems or changes "), bladder disorder ("bladder or urinary problems or changes ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (vaginal) as written in pfs"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression"), hypertension ("blood or heart disorder/condition: hypertension"), migraine ("migraines / headaches"), abdominal distension ("distended abdomen"), spondylitis ("other injuries or complication (s) (neck and back arthritis."), pelvic pain ("pelvic pain/pelvic cramps"), pain in extremity ("thigh pain "), abdominal pain lower ("lower abdomen pain"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection"), feeling abnormal ("my belle is still a mess"), arthritis ("severe arthritis issue"), inflammation ("so I think I m really inflamed") and feeling hot ("felt hot to me."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, autoimmune disorder, rheumatoid arthritis, back pain, headache, irritable bowel syndrome, gastrooesophageal reflux disease and depression had not resolved, the menorrhagia, dyspareunia, mood swings, hot flush, vaginal haemorrhage, anxiety, urinary tract disorder, bladder disorder, hypertension, migraine, vaginal discharge, abdominal distension, alopecia, spondylitis, pelvic pain, pain in extremity, abdominal pain lower, nausea, tooth disorder, infection, feeling abnormal, arthritis, inflammation and feeling hot outcome was unknown and the dysmenorrhoea and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthritis, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, feeling abnormal, feeling hot, gastrooesophageal reflux disease, headache, hot flush, hypertension, infection, inflammation, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, spondylitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain patient received antibiotics, surgical history: lap total hysterectomy with bso , endometrial ablation novasure, leep with ecc, essure tubal sterilization diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones pelvic pain, abdominal pain, dysmenorrhea., vaginal discharge, pain in back, heavy period, menorrhagia, gerd, depression,my belle is still a mess and severe arthritis issue, so I think I m really inflamed were described/confirmed in patient¿s medical records, most recent follow-up information incorporated above includes: on 7-jun-2018: other reporter information received, new event infection, felt hot, and my belle is still a mess, severe arthritis issue, so I think I m really inflamed were added. Pelvic cramp clubbed with pelvic pain and clotting clubbed with menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("menorrhagia/clotting"), autoimmune disorder ("autoimmune disorder/autoimmune as well"), rheumatoid arthritis ("rheumatoid arthritis") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 753647, 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, gravida ii and parity 2. No masses pelvic exam external genitals p was within normal limits and the uterus is ant everted smooth firm and mobile normal size and lender adnexa bilaterally tender. Previously administered products included for birth control: mirena iud from 2005 to (B)(6) 2011; for an unreported indication: antibiotics. Concurrent conditions included hot flashes, bladder incontinence, malignant neoplasm of cervix uteri, abdominal cramps, smoker, vaginitis, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, nausea, vomiting, upper gastrointestinal tract endoscopy and metrorrhagia. Concomitant products included lorazepam (ativan), ranitidine hydrochloride (ranitidin) and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), anxiety ("psychological or psychiatric problems (depression and anxiety "), urinary tract disorder ("bladder or urinary problems or changes "), bladder disorder ("bladder or urinary problems or changes ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (vaginal) as written in pfs"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression"), hypertension ("blood or heart disorder/condition: hypertension"), migraine ("migraines / headaches"), abdominal distension ("distended abdomen"), spondylitis ("other injuries or complication (s) (neck and back arthritis."), pelvic pain ("pelvic pain/pelvic cramps"), pain in extremity ("thigh pain "), abdominal pain lower ("lower abdomen pain"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection"), feeling abnormal ("my belle is still a mess"), arthritis ("severe arthritis issue"), inflammation ("so ithink I m really inflammed"), feeling hot ("felt hot to me."), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, autoimmune disorder, rheumatoid arthritis, back pain, headache, irritable bowel syndrome, gastrooesophageal reflux disease and depression had not resolved, the menorrhagia, dyspareunia, mood swings, hot flush, vaginal haemorrhage, anxiety, urinary tract disorder, bladder disorder, hypertension, migraine, vaginal discharge, abdominal distension, alopecia, spondylitis, pelvic pain, pain in extremity, abdominal pain lower, nausea, tooth disorder, infection, feeling abnormal, arthritis, inflammation, feeling hot, genital haemorrhage and fatigue outcome was unknown and the dysmenorrhoea and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthritis, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, infection, inflammation, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, spondylitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain patient received antibiotics, surgical history: lap total hysterectomy with bso, endometrial ablation novasure, leep with ecc, essure tubal sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones pelvic pain, abdominal pain, dysmenorrhea, vaginal discharge, pain in back, heavy period, menorrhagia, gerd, depression,my belle is still a mess and severe arthritis issue, so I think I m really inflamed were described/confirmed in patient¿s medical records, most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received: new event: fatigue, genital haemorrhage was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("menorrhagia/clotting"), autoimmune disorder ("autoimmune disorder/autoimmune as well"), rheumatoid arthritis ("rheumatoid arthritis") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 753647/ 771092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, gravida ii and parity 2. No masses pelvic exam external genitals p was within normal limits and the uterus is ant everted smooth firm and mobile normal size and lender adnexa bilaterally tender. Previously administered products included for birth control: mirena iud from 2005 to (B)(6) 2011; for an unreported indication: antibiotics. Concurrent conditions included hot flashes, bladder incontinence, malignant neoplasm of cervix uteri, abdominal cramps, smoker, vaginitis, endometrial ablation, uterine enlargement, dysfunctional uterine bleeding, nausea, vomiting, upper gastrointestinal tract endoscopy and metrorrhagia. Concomitant products included lorazepam (ativan), ranitidine hydrochloride (ranitidin) and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), anxiety ("psychological or psychiatric problems (depression and anxiety "), urinary tract disorder ("bladder or urinary problems or changes "), bladder disorder ("bladder or urinary problems or changes ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (vaginal) as written in pfs"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression"), hypertension ("blood or heart disorder/condition: hypertension"), migraine ("migraines / headaches"), abdominal distension ("distended abdomen"), spondylitis ("other injuries or complication (s) (neck and back arthritis."), pelvic pain ("pelvic pain/pelvic cramps"), pain in extremity ("thigh pain "), abdominal pain lower ("lower abdomen pain"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection"), feeling abnormal ("my belle is still a mess"), arthritis ("severe arthritis issue"), inflammation ("so ithink I m really inflammed"), feeling hot ("felt hot to me."), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, autoimmune disorder, rheumatoid arthritis, back pain, headache, irritable bowel syndrome, gastrooesophageal reflux disease and depression had not resolved, the menorrhagia, dyspareunia, mood swings, hot flush, vaginal haemorrhage, anxiety, urinary tract disorder, bladder disorder, hypertension, migraine, vaginal discharge, abdominal distension, alopecia, spondylitis, pelvic pain, pain in extremity, abdominal pain lower, nausea, tooth disorder, infection, feeling abnormal, arthritis, inflammation, feeling hot and fatigue outcome was unknown and the dysmenorrhoea, vaginal infection and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthritis, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, infection, inflammation, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, spondylitis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain patient received antibiotics, surgical history: lap total hysterectomy with bso , endometrial ablation novasure, leep with ecc, essure tubal sterilization diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following ones pelvic pain, abdominal pain, dysmenorrhea., vaginal discharge, pain in back, heavy period, menorrhagia, gerd, depression,my belle is still a mess and severe arthritis issue, so I think I m really inflamedwere described/confirmed in patient¿s medical records, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.